Event description:
Event reported as clinical follow up. Pt was re-operated on for aortic insufficiency. At re-operation, vegetation (endocarditis) was present on all three leaflets. The valve was replaced with a 22 mm allograft. Pt had history of endocarditis in 1999 before the freestyle was implanted.